Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end tubing of a clearlink duo-vent solution administration separated from the connector during a patient infusion which caused a leak. The reporter stated that distal end was left screwed into the cap of the catheter and the tubing was observed with no traction (no further detail). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received at the plant for evaluation. Visual inspection was performed and noted that only the male luer lock portion was returned. A functional test was performed which observed a satisfactory results and the male luer was determined to be a conforming product. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.